Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was not working. The customer was getting so many alarm. The customer also experienced high blood glucose of 500 mg/dl and other blood glucose was 325 mg/dl. The customer was not using insulin pump for two month. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.